Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump after inserting a battery after no use of the insulin pump for a year. The customer's blood glucose was unknown. The customer stated that the batteries in the insulin pump would die in the insulin pump after a day of use. Troubleshooting was done. The customer's father stated that the customer may have gone to the hospital but was unsure if the cause was related to the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with high idle current. The problem was isolated to the interface board. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.